Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a wire coming out of their incision. The patient reported that they would call their hcp immediately. This occurred (B)(6) 2016.

Manufacturer narrative:
Due to the additional information received, the following codes no longer apply: the conclusion code, the patient codes, and the device code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their health care professional (hcp) checked it, said it was fine, and that it was a scab. No steps were taken as the patient was looked at and told it was fine with no infection. The issue about the wire at the incision site had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.